Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited noise on both the far field and near field channels. The noise was not reproducible in clinic. Programming changes were made. There were no adverse consequences to the patient.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. External insulation abrasion was noted at 12.6-13.0 cm from the pin, consistent with lead friction to the ICD can. External insulation abrasions were noted at 39.4-39.8 cm and 39.5-40.0 cm from the distal tip, consistent with lead fraction to the device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 16.0-18.7 cm form the distal tip. Internal insulation abrasions were noted at 11.5-12.3 cm, 11.5-12.4 cm, 13.7-15.3 cm, and 13.9-14.9 cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 20.9-21.0 cm, 23.9-24.0 cm, 25.0-25.1 cm, 25.4-25.5 cm, 25.5-25.6 cm, 27.0-27.1 cm, and 27.5-27.6 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 24.7-24.8 cm from the distal tip. The sensing conductor etfe coating was abraded at 24.7-24.8 cm from the distal tip. This is consistent with the observation from the field of noise.

Event description:
Additional information received indicated that the lead was explanted. The patient was stable post procedure.